Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system power cord was stripped. A field service engineer found power cable got cut, damaged and had an exposed wire. Further, the engineer replaced damaged cable, turned station back on and checked multiple drawers and tested them to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es power cord was stripped. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.